Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: sid's: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21.

Event description:
The customer reported falsely decreased alinity I ca 19-9 results on two patients. Results provided: (B)(6) 2019 sid (B)(6) = 709.24 / 1129.4 / x10 = 828.2 / x100 = 755 / x10 = 733 u/ml; another alinity = >1200 / > 1200 / > 1200 / x10 = 775.57 u/ml. On (B)(6) 2019 sid (B)(6) = 381.71 / 406.45 / 195.54 / 83.41 / 42.42 u/ml; another alinity = 543.46 / 209.41 / 98.03 / 44.18 / 540.16 u/ml. It is unknown if the patients have pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for alinity I ca19-9xr (lot 98368fp00) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Return testing was not completed as returns were not available. A retained kit of reagent lot 98368fp00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca19-9xr (lot 98368fp00) assay.